Event description:
It was reported to st jude medical that the ICD was explanted when the battery reached eri after being implanted 30 mos. No diagnostics or device charge history were available to determine if this behavior is normal.